Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier. System operates as intended.

Event description:
Customer reported the system would not fluoro and shut down during a procedure. No pt injury was reported.